Event description:
The patient was not able to charge her implant. A communication problem was reported. The reposition antenna screen displayed on the recharger. The first time the patient tried to charge, she was not able to and this was a week ago. The patient has been trying to charge every day. When trying to communicate with the patient programmer (pp) the poor communication screen displayed. The patient¿s pain symptoms returned about a week ago. It was normal for the patient to not feel stimulation. The patient felt like the device in her ¿butt¿ moved a couple months ago. A couple months ago, the patient was able to charge. The side of the ins sticks out and it has moved toward the center of her ¿butt¿. The patient¿s health care provider (hcp) told her she could stop by with a company representative and the hcp would make a room for them. There was a possible overdischarge. It was later reported that the patient thought the ins went dead 2.5 weeks or so. The battery has moved and was not in the same place. The device has gradually moved in and dropped lower in the last couple of months. The 8840 (clinician programmer) showed no response and to press retry after repositioning the programming head. The recharger and pp both showed the reposition antenna. The patient could move the ins, it did not seem to be implanted too deep. When attempting to perform a physician mode recharge (pmr), they were getting a question mark so the patient laid down and they tried again. It was confirmed that the company representative was seeing the correct screen for the pmr and timer. It was reported four days later that an overdischarge was confirmed. The battery was ¿jump started¿ in the office. The patient was given a referral for an x-ray regarding the battery placement. The patient was able to charge her device when she got home. The patient was very happy and relieved.

Event description:
When contacted for follow up information, the patient reported that the they received assistance from the manufacturer's representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the patient reported that they were unable to charge their device and they had poor coupling. Their implantable neurostimulator (ins) was moving around and it was hard to recharge; they could not find a sweet spot. The ins was moving around a year after it was implanted in 2011. When it moved, it caused pain at the ins pocket and they could feel it in their bottom when they were lying down. They reported that they want to have the ins removed. They will have a back fusion with rods from their bottom to the shoulders on (B)(6) 2015. The pain had returned three years ago and her knees got worse so they had their knees replaced. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2010-03-04 explanted: product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).